Event description:
Reporter alleged the customer obtained the results of 369 mg/dl and around 168 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Boston scientific crm received information that this pacing system was explanted due to infection. A new pacing system was implanted on the opposite side without further incident.